Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified and tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.0mm non-bsc balloon. A 2.25x16mm taxus express2 stent delivery system (sds) was advanced, but did not cross the lesion. When the physician pulled the sds out from inside the pt, it was noted that the stent was damaged. The physician further dilated the lesion with a 2.5mm non-bsc balloon and completed the procedure with a 2.5x18mm promus stent. There were no pt complications and the pt's current condition is listed as "ok".

Manufacturer narrative:
(B)(4).